Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician experienced positioning / placement difficulty and non-ideal parameters during attempted lead implant which many be attributed to a physician in-training performing the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the non-ideal parameters experienced during the implant procedure were diminished sensing, high threshold, fixation difficulty and dislodgement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead was attempted but not used for an unknown reason. A replacement lead was used instead. No patient complications have been reported as a result of this event.